Manufacturer narrative:
Corrected sections as of 16-dec-2019: g3: report source changed from "consumer" to "health professional". Additional information as of 16-dec-2019: returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed. No abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Additional information added as of 16-dec-2019: g4: added manufacturer aware date missing from previous supplemental report.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Dental office reported complaint that the code chip was missing from the kit. Customer did not report any physical damage to the device/product.